Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
Allergan aesthetics received report of a patient received coolsculpting on 03/31/2021 to infrascapular area (back), flanks (love handles), and lower abdomen using legacy coolmax applicator was diagnosed with paradoxical adipose hyperplasia.

Manufacturer narrative:
Corrected data.

Event description:
Allergan aesthetics received report of a patient received coolsculpting on (B)(6) 2021 to infrascapular area (back), flanks (love handles), and lower abdomen using legacy coolmax applicator was diagnosed with paradoxical adipose hyperplasia.